Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited loss of capture and impedance measurements greater than 2500 ohms. During the lead revision procedure, fluoroscopic imagining confirmed a lead fracture. The lv lead was surgically abandoned and new lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.